Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 400mg/dl. Patient's other blood glucose value: 317 and 211 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer alleged the pump for under delivering. The customer was treated with insulin pump. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.